Manufacturer narrative:
(B)(4). Concomitant medical products - stryker accolade stem. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This event was previously reported under 3002806535-2014-00253 which was voided to report under correct manufacturer.

Event description:
It was reported that the patient underwent a hip revision approximately six years post implantation due to severe pain. There are indications that the reason for revision was infection. Operative notes showed a large volume of inflammatory fluid. There was also significant bone loss superiorly in the acetabulum. Attempts to obtain additional information have been made; however, no more is available.